Manufacturer narrative:
This investigation is ongoing.

Event description:
The user facility in (B)(6) reported the tips were broken in the patients eye. The surgeon removed the handpiece from the patients eye when the surgeon noticed something wrong. The tips was left in the eye and the surgeon pulled the tips close to the wound using a hook and removed it by forceps. The viscoelastic agent was used for the protection of corneal endothelium. The tip was replaced with another one and the surgery was completed without any patient injury. The tip had been used 2 times. The surgery was prolonged for just 5 minutes to change the broken tips.

Manufacturer narrative:
Vendor evaluation: the fracture occurred approximately at an area .150¿ away from the tip of the needles. There were deep gouges near the fracture point along with severe damage at the tip of each needle. The needles also included significant damage at the hub area indicative of the installation wrench use in the field. The wall thickness of the needles did not show significant shift and is consistent with normal phaco needle manufacturing process results. The damage on the needle stated above occurred after shipment as each needle is 100% visually inspected prior to shipment. The needles are inspected for obvious visual defects as well as any obvious manufacturing defects.

Manufacturer narrative:
The evaluation has been completed. One purple colored micro coaxial needle was returned sealed in a small sterile pouch from bl3318a product. The needle was not returned in the original packaging. The part number and lot number cannot be verified or determined. Visual inspection found the needle was broken at the tip. The needle was in two pieces in the sterile pouch. The needle tip head, and a small portion of the needle shaft have broken off. Microscopic examination of the needle pieces was performed. The hub of the needle was marred, gouged, and has a small amount of material missing from the corners of the flats. There are areas on the needle shaft that have faded color. There are visible scratches and gouges on the shaft and on the head and tip of the needle. This needle looks well used. The broken area has jagged edges. It cannot be determined how the tip was handled or how many times the needle was used. The cause of the broken needle could not be determined. Per page 5 of artwork 4090704 rev 1, prior to each use the needle must be examined under a microscope for any pitting, rough spots, cracks or bends. If any of these conditions exist, the needle should be disposed of properly. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
A DHR review was conducted for lot # 4971101 with no nonconformities being found that could relate to this issue. Per page 5 of artwork 4090704 rev 1, prior to each use the needle must be examined under a microscope for any pitting, rough spots, cracks or bends. If any of these conditions exist, the needle should be disposed of properly. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The product has not been returned for evaluation.